Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. The patient suffered syncope episodes. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.